Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the aspiration lines were not rinsing after aspiration and the backwash tank was not draining or filling due to a malfunctioning of valve (vl107a). He also found no pressure to the backwash tank due to solenoid valve (sol5) not actuating. The fse replaced sol5 and vl107a resolving the reported errors. (B)(4).

Event description:
A customer reported obtaining "backwash tank and aspiration" errors on their analyzer lh750 analytical station. No erroneous results were generated in connection with this event.